Event description:
Information received indicates the left foot end caster is ratcheting when in brake.

Manufacturer narrative:
The technician isolated the issue to damage on the brake/steer caster. He replaced the brake/steer caster to repair the bed.